Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 3.0 mg/ml for a total dose of 1.4983 mg/day and bupivacaine 30 mg/ml for a total dose of 14.983 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2018 the patient reported feeling as if they either receive too much or too little medication with personal therapy manager (ptm) activations/ felt as if the ptm delivers too much or too little medication. The cause was not known. No further diagnostics or interventions were performed/no action was taken. The outcome of the event was unresolved with no further actions planned. The clinical diagnosis was feelings of intermittent over/under dose from ptm activations. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2018. No further complications were reported.